Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product product type: mapping catheter product ID: non-medtronic product product type: sheath product ID: non-medtronic product product type: mapping catheter product ID: non-medtronic product product type: catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a sphere 9 catheter was used during a ventricular tachycardia ablation procedure in which the patient arrived in sinus rhythm and underwent mapping with intracardiac echocardiography using another manufacturer's system while ablation lesions were created in the ventricle, including the right ventricular outflow tract, left ventricular outflow tract, and papillary muscle. It was reported that electrogram acquisition issues occurred while mapping with another manufacturer's system, described as being unable to obtain electrograms. The his-purkinje system had been mapped; however, during pulsed field ablation it was described that mapping system turned off the magnet between pulses and only the tip of the sphere could be visualized, making it difficult to determine where the rest of the sphere was. On the last pulsed field lesion, the patient was noted to be in complete heart block, while ablation was occurring in the ventricle and appeared to be away from the his-purkinje system. Pacing was required via a right ventricular lead quad catheter until a temporary screw-in pacing lead could be placed. The procedure was aborted. The patient required constan t pacing and would require a pacemaker, with a temporary screw-in wire placed initially to assess whether conduction would recover. No further patient complications have been reported as a result of this event.